Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k k052601) number: (B)(4)). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for atypical mycobacteria. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for atypical mycobacteria. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) received a report that 5 heater-cooler system 3t devices tested positive for atypical mycobacteria. There is no known patient involvement. Through follow-up communication with the customer in (B)(6) 2017, livanova learned that the customer has taken all five units out of service and replaced them by devices by another vendor. Through follow-up communication regarding this complaint and another (B)(4) livanova (B)(4) learned that the units were originally placed within the operating room during use, but that they have not been placed within the operating room since the positive test results were received. The customer reported that they perform a biweekly disinfection with puristeril, including external tubing, along with a daily water change. Additionally, they use filtered water. Test results which confirm the reported contamination were not provided by the customer. The customer was contacted several times, but no further information was received. If any additional pertinent information is provided, it will be provided in a supplemental report. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.